Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was a row board issue with 4.1 row d. The field service engineer reseated all cubies/row boards to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, there was an error which read and write error in the drawer. The customer reported that able to get medications from another station and there was no delay in patient workflow. There were no adverse events or injuries reported based on this event.